Manufacturer narrative:
The approximate age of the pump is 2 years and 1 month. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced a connect driveline alarm and a pump stop while the driveline was in place and the pump was connected to battery power. The controller was exchanged and the pump restarted. In clinic the next day, the controller history showed low speeds and driveline disconnects. Technical services reviewed the log files and observed that they appeared to indicate a phase-to-phase short. Additional information: two low speed and pump off events were noted in clinic on (B)(6) 2019. At the time, the lvad was connected to a mobile power unit, using a grounded patient cable. The patient was given a power module and an ungrounded patient cable to use from now on. Technical services reviewed the log files and confirmed the pump stop. They noted that since an external percutaneous lead replacement was performed on (B)(6) 2019, the event appeared to indicate an internal percutaneous lead issue.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline (dl) confirmed wire damage that would have contributed to the reported low-speed events (including pump stop), hazard alarms, and driveline disconnects that were captured in the submitted log file. The submitted log file contained data from 08feb2019 to 13feb2019 and 04mar2019 to 14mar2019. Analysis of the log file captured a pump stop event on 12feb2019 at 10:21 pm and 13feb2019 at 3:32 am while the patient was supported by the battery. Also, a pump stop was recorded on 04mar2019 at 10:57 pm while the patient was supported by the mpu. The pump appeared to function as intended before and after the pump stoppages. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. A distal end driveline repair was performed on 15feb2019 under work order (B)(4) and approximately 18.5" segment of driveline replaced by technical services was returned for evaluation. The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon the removal of the outer silicone jacket, the bionate layer, and the metal braided shield, visual inspection of the driveline¿s wires revealed that there were breaches to the insulation of the black and green wires at approximately 2.5¿ from the metal connector, exposing the inner conductors. The black wire redundantly supports motor phase 2 and the green wire supports motor phase 1. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Function could have been compromised from a phase to phase short if the exposed conductors from the black and green wires made direct contact or simultaneous contact with the braided shield on either grounded or ungrounded power. Additionally, it should be noted that the observed damage could have triggered the driveline disconnect alarm on the pocket controller software version 7.23. According to the account, the patient was sent a power module with an ungrounded cable. The patient remains ongoing on (B)(4). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them.